Event description:
Report received from u.s.a. Stating that the device (attachment) could not attach to the motor. This device was not used in surgery. It is unknown if there was any user or patient injury. No additional information is available. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).